Event description:
A patient underwent spiration valve placement procedure for the treatment of severe emphysema. A total of two spiration valves were placed in the left upper lung lobe; one 9mm valve was placed at lb1+2 and one 7mm valve was placed at lb4+5. The patient had acute on chronic respiratory failure with hypoxia and hypercapnia one day post procedure. The patient was treated with IV antibiotic, steroids, and mechanical ventilation. Both of valves were removed on two days post procedure. The event was reported to be ongoing, the patient's condition was stable at the time of this report. The physician indicated that the event was related to the devices and procedure.

Manufacturer narrative:
The following patient identifier is linked: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: g1, h6. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.